Event description:
On 25th june 2024, rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that posterior capsule rupture occurred during lens implantation.

Manufacturer narrative:
The reference (B)(4) h has been allocated to this case by rayner. The event description provided states that during iol implantation, the posterior capsule ruptured. The rayone emv toric rao210t was explanted and exchanged for a sulcus lens. The rayone preloaded iol injection system use risk analysis identifies avdancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of "explosive expulsion of lens". The limited information available to rayner states that the lens left the injector in a strange way "slowly and then very fast". Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv toric rao210t batch 102201040 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 102201040. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event.